Event description:
It was reported by service report that the electronics cover and the lower sub assembly cover were both cracked and needed to be replaced. There was potential for fluid ingress. No pt involvement or adverse consequences were reported.